Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported that during the test series done by the machine, the machine detected a problem with the anticoagulant citrate dextrose solution (acd) tests. The test was repeated. The customer alleges that the kit was defective and a new kit had to be used. There were no clinical consequences associated with this event. There was not a pt connected during testing, therefore no pt info is reasonably known at the time of the reported event. Caridianbct is awaiting the return of the set for eval. This report is being filed in response to the customer filing a serious adverse event report with their local authorities.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). The disposable set was returned. Ac was noted in the set. The ac spike and filter had been removed and is missing, no occlusion was noted. Investigation evaluation and corrective actions are in process. A f/u report will be provided.